Event description:
It was reported that a malfunction alarm occurred. The customer was instructed to perform a pump reset to resolve the issue. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.